Event description:
It was reported that during setup the customer received a dexcom g7 continuous glucose monitor (cgm) ¿pairing failed¿ alert when attempting to connect the cgm to the ilet, after which re-entering the pairing code resolved the issue and cgm readings began transmitting to the ilet without further intervention. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included customer support troubleshooting and education that guided the user to re-enter the pairing code and confirm successful connection. Investigation of this case revealed a transient communication or pairing issue between the cgm and the ilet that was resolved through re-entry of the pairing code, with normal device function thereafter. It was concluded, based on previously established findings for similar reports, that the cause was user corrective action resolving a temporary connection error.

Manufacturer narrative:
Initial.